Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Reportedly, the patient had percutaneous transluminal coronary angioplasty on (B)(6) 2010. He had a total stenting with 3 units of promus from the distal right coronary artery (rca) to the mid-rca which was described as an eccentric target lesion and was mildly calcified and tortuous. The procedure was successful, but the patient experienced chest pain on (B)(6) 2010 and was then rehospitalized. The rca was found to have a total occlusion again. The physician used an intravascular ultrasound (ivus) catheter to diagnose the target lesion and saw the in-stent restenosis in the rca. Finally the physican tried a non-abbott atherectomy catheter to open the lesion and stented with 5 promus from the distal rca to the proximal rca. The procedure was successful. No additional event or patient information was provided.